Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated mr#'s: (1221934-2018-53733);(1221934-2018-53734);(1221934-2018-53735);(1221934-2018-53737).

Event description:
Shoulder arthroscopy, (B)(6) 2018, it was reported that during the surgery the anchors were used for a fixation of the ligamentum patellae. When the surgeon wanted to tie the sutures, they broke. It happened to 5 anchors. Describe the 'damage' or 'other' outcome - the surgery took longer because they had to open a lot of new anchors. What action was taken/required to manage the problem during the procedure ? New anchors opened. How long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? 30 minutes. Has the reporter facility indicated there may be legal action? No.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. It is possible that the surgeon used excessive force when handling the suture therefore causing it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-53733, 1221934-2018-53734, 1221934-2018-53735, and 1221934-2018-53737.